Event description:
It was reported that a scheduled hardware removal was performed on (B)(6) 2015 due to mid-shaft tibia excessive bone growth (callus bridge) and prominence of locking screws. The patient was involved in a motorcycle accident back in (B)(6) 2013 from which she sustained multiple injuries. A tibia nail and (two) unknown locking screws were removed fully intact. A cortical bump on the anterior tibia cortex was shaved down. The bone had fully healed. The procedure was successfully completed with no surgical time delay. The patient status outcome is good. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Expiration date: 01/2021. Exact date unknown, material reportedly implanted (B)(6) 2013. (B)(4) utilized as patient requested medical/surgical intervention to remove hardware. Device given to patient. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 03/05/12, expiration date: 01/2021. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.